Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a craniotomy which had been planned with aid of navigation was performed that deviated from the desired location and resulted in harm of a major blood vessel (sagittal sinus), although: there is no indication of a systematic error or malfunction of the brainlab navigation device, and according brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital/surgeon, the outcome of the surgery (removal of tumor) was successful as intended, there were no further remedial actions necessary and there are no negative clinical effects for this patient due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the alleged 10 mm deviation can be attributed to a combination of the following: a less than ideal MRI scan that was used for patient registration (3d distortion correction was not used), which could lead to a deviation of navigation display as compared to the actual patient anatomy. The camera was placed about 2 m away. Brainlab recommends, to provide an optimum view, the camera should be approximately 1.2 - 1.8 meters (4 - 6 feet) away from the surgical field. New ndi disposable reflective marker spheres (drms) were used for all sterile equipment but not used for unsterile equipment. Artifacts caused by reflections when reusing old drms, especially during image acquisition and registration can cause an inaccuracy. One of the pointers at this account was visibly bent, the other pointer's alignment cannot be verified. Working with a damaged pointer might lead to inaccuracy during navigation. Apparently the deviation has not been recognized (prior to performing the craniotomy) by the user with the necessary continued verification of accuracy throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for tumor resection was performed with the aid of the brainlab cranial navigation system version 3.1. According to the surgeon's planning the tumor was approximated to have a diameter of 4 cm and was located about 1.6 cm from the surface, near the midline. A pre-operative MRI scan for use with brainlab navigation was acquired three days prior to the day of surgery. During the procedure the surgeon: positioned the patient in supine orientation clamped into a (non-brainlab) head holder, attached with the brainlab navigation reference array. Performed the initial patient registration (surface matching registration with brainlab softouch) to match the virtual display of preoperative MRI scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Planned the incision with the aid of navigation. Draped the patient, including exchanging the navigation reference array from unsterile to sterile. Performed the incision, planned the bone flap with the aid of navigation and performed the craniotomy. Detected that he had entered the sagittal sinus and determined a deviation of the navigation information compared to the patient anatomy of about 10 mm. The surgeon was able to control the bleeding from the sagittal sinus by medical intervention, using surgical / gelfoam. He then continued the surgery without the aid of navigation. According to the hospital/surgeon, the outcome of the surgery (removal of tumor) was successful as intended, there were no further remedial actions necessary and there are no negative clinical effects for this patient due to this issue.